Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event description if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per an internal medical review it was confirmed that reamer head breakage can be observed.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: implant removal of a cemented hip endoprosthesis shaft: the synream system was used to ream up the medullary canal of the femur for the new endoprosthesis shaft. This is report 2 of 2 for complaint (B)(4).